Event description:
It was reported that the dermacarrier ii skin graft carrier, 3:1 did not work properly on the mesher. Further clinical f/u indicated that the parts of the skin graft did not expand; however, there was no damage to the graft tissue, pt injury or delay reported. Customer indicated that device was used in several procedures three months ago; however, exact dates and number of occurrences could not be provided.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.